Event description:
It was reported that while the ventilator was connected to a patient, it generated two technical error codes one indicating disabled valves followed by another one indicating a detected error in the internal memory. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator's logs have been downloaded. A request has been made for the return of the replaced parts if any for investigation. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).